Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the information provided by the technician, pressure transducer test failed during pre-use check due to part being damaged after the ventilator was magnetically attracted to an MRI scanner and got stuck in the MRI gantry. Device was moved inside prohibited zone and both front wheels were not locked during cleaning of the mr room. The gauss safety line was reportedly marked on the floor. Several damaged parts were replaced, which solved issue with pre-use check failure. The device was delivered to the user in working condition. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Our conclusion is that the incident was caused by interaction between the user and device with unintentionally not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was attracted by the magnet of the MRI. There was no patient harm. Manufacturer's ref #: (B)(4).